Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and subsequent shutdown. The customer¿s blood glucose was 900 mg/dl. Customer administered a manual injection and bolus via the pump to address bg and went to the emergency room on (B)(6) 2024. Customer was subsequently admitted to the hospital with diabetic ketoacidosis and was treated with intravenous fluids of saline and insulin. Customer "left the hospital against medical advice" the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.